Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), device dislocation ("tubal wires are appropriately within the tubes extending from the isthmus to the body bilaterally"), pelvic pain ("chronic pain"), genital haemorrhage ("heavy bleeding"), pregnancy with contraceptive device ("pregnancy"), abortion spontaneous ("pregnancy (miscarriage)") and atrial fibrillation ("afib") in a 31-year-old female patient who had essure (batch no. 620748) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included asthma, caesarean section, preterm labour (delivered 7.5 month, female 4 lbs 11ounces), neurological disorder nos, violent, glaucoma, tinnitus, bell's palsy, bladder incontinence, uterine mass, heartbeats irregular and hematuria. She had no history of suffering migraines prior to undergoing the implantation of essure. She denies any shooting radicular pattern of the neck or low back pain. She denies weakness due to that. She denies history of falls. The patient denies sexual activity. Previously administered products included for acid reflux: omeprazole. Concurrent conditions included overweight, thyroid nodular, hemorrhoids, post-traumatic stress disorder, dysfunctional uterine bleeding, oligomenorrhea, acute stress disorder, psychological factor affecting medical condition, vaginitis, amenorrhea, vomiting, hemihypoaesthesia, muscle weakness right-sided, allergic rhinitis, constipation, cervicalgia, psychomotor skills impaired, multiple sclerosis, polyneuropathy, difficulty in walking, foot deformity, myalgia, insomnia, endometriosis, mole of skin, scabies, hemiplegia, paralytic ptosis, somatization disorder, neck sprain, fallopian tube obstruction, female infertility, contusion, pain in extremity, de quervain's tenosynovitis, latent tuberculosis, pruritus, somatoform disorder, breast tenderness, amenorrhea, urinary frequency, urinary urgency, dribbling of urine, laryngopharyngeal reflux, nocturia, post coital pain, monocular diplopia, mobility decreased, phonophobia, diarrhea, ear pain, chronic kidney disease, foot drop, dizziness, tachycardia, seizure, blackout, degenerative disc disease, lumbar radicular pain, g6pd deficiency, osteoarthritis, major depression, adenomyosis and paratubal cyst. Concomitant products included budesonide;formoterol fumarate (symbicort), chlorpromazine (thorazine), medroxyprogesterone acetate (depo provera), pseudoephedrine hydrochloride, salbutamol (albuterol) and sumatriptan. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced migraine ("severe migraines"), arthralgia ("joint pain"), headache ("headaches") and abdominal pain lower ("pain cutting feeling on lower right side abdomen"). In (B)(6) 2008, the patient experienced abdominal pain ("severe abdominal pain/"). In 2009, the patient experienced abortion spontaneous (seriousness criterion medically significant) and chest pain ("chest pain") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and incontinence ("incontinence"). In 2011, the patient experienced fatigue ("fatigue"). In 2012, the patient experienced atrial fibrillation (seriousness criterion medically significant), palpitations ("palpitations"), vision blurred ("blurred vision") and syncope ("syncope"). In 2014, the patient experienced dysmenorrhoea ("severe menstrual pain"). In 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), back pain ("severe back pain"), depression ("symptoms of depression / depression"), weight fluctuation ("weight fluctuation"), hot flush ("hot flashes"), feeling cold ("cold flashes"), fibromyalgia ("fibromyalgia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), eczema ("eczema"), rosacea ("rosacea"), psoriasis ("psoriasis"), nausea ("nausea"), uterine mass ("uterine mass"), vaginal discharge ("vaginal discharge") and gastrooesophageal reflux disease ("gerd") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with cyclobenzaprine, hydrocodone bitartrate;paracetamol (norco), naproxen, oral contraceptive nos, pregabalin (lyrica) and surgery (heart surgery and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, back pain, depression, fatigue, arthralgia, menorrhagia, fibromyalgia, female sexual dysfunction, eczema, headache, uterine mass, vaginal discharge, vision blurred, weight decreased, gastrooesophageal reflux disease, alopecia, chest pain and weight increased outcome was unknown, the atrial fibrillation, weight fluctuation, migraine, hot flush, feeling cold, palpitations, nausea and incontinence was resolving and the abdominal pain, dyspareunia, cystitis, urinary tract infection, rosacea, psoriasis, syncope and abdominal pain lower had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, arthralgia, atrial fibrillation, back pain, chest pain, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, eczema, fatigue, feeling cold, female sexual dysfunction, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, incontinence, menorrhagia, migraine, nausea, palpitations, pelvic pain, pregnancy with contraceptive device, psoriasis, rosacea, syncope, urinary tract infection, uterine mass, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: plaintiff was treated with epidurals and is on chronic pain management. Per pfs: she did not allege that essure caused birth defects. Excellent placement coils in each fallopian tube, with 3 coils visualized right fallopian tube and 1 one the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: results: total bilateral occlusion tubal wires are appropriately within the tubes extending from the isthmus to the body bilaterally. Ultrasound pelvis - on (B)(6) 2008: results: no evidence of pelvic abnormality is seen. Concerning the injuries reported in this case, the following one was confirmed in patient medical records:device dislocation quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received:event device dislocation added. Reporter added incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), pelvic pain ("chronic pain"), genital haemorrhage ("heavy bleeding"), pregnancy with contraceptive device ("pregnancy"), abortion spontaneous ("pregnancy (miscarriage)") and atrial fibrillation ("afib") in a 31-year-old female patient (gravida 2, para 1) who had essure (batch no. 620748) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included asthma, caesarean section, preterm labour (delivered 7.5 month, female 4 lbs 11ounces), neurological disorder nos, violent, glaucoma, tinnitus, bell's palsy, bladder incontinence, uterine mass and heartbeats irregular. She had no history of suffering migraines prior to undergoing the implantation of essure. She denies any shooting radicular pattern of the neck or low back pain. She denies weakness due to that. She denies history of falls. The patient denies sexual activity. Previously administered products included for acid reflux: omeprazole. Concurrent conditions included overweight, thyroid nodular, hemorrhoids, post-traumatic stress disorder, dysfunctional uterine bleeding, oligomenorrhea, acute stress disorder, psychological factor affecting medical condition, vaginitis, amenorrhea, vomiting, hemihypoaesthesia, muscle weakness right-sided, allergic rhinitis, constipation, cervicalgia, psychomotor skills impaired, multiple sclerosis, polyneuropathy, difficulty in walking, foot deformity, myalgia, insomnia, endometriosis, mole of skin, scabies, hemiplegia, paralytic ptosis, somatization disorder, neck sprain, fallopian tube obstruction, female infertility, contusion, pain in extremity, de quervain's tenosynovitis, latent tuberculosis, pruritus, somatoform disorder, breast tenderness, amenorrhea, urinary frequency, urinary urgency, dribbling of urine, laryngopharyngeal reflux, nocturia, post coital pain, monocular diplopia, mobility decreased, phonophobia, diarrhea, ear pain, chronic kidney disease, foot drop, dizziness, tachycardia, seizure, blackout, degenerative disc disease, lumbar radicular pain, g6pd deficiency, osteoarthritis, major depression, adenomyosis and paratubal cyst. Concomitant products included budesonide w/formoterol fumarate (symbicort), chlorpromazine (thorazine), medroxyprogesterone (depo provera), pseudoephedrine hydrochloride (sudafed), salbutamol (albuterol) and sumatriptan. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain ("severe abdominal pain/"). In 2008, the patient experienced migraine ("severe migraines"), arthralgia ("joint pain"), headache ("headaches") and abdominal pain lower ("pain cutting feeling on lower right side abdomen"). In 2009, the patient experienced abortion spontaneous (seriousness criterion medically significant), weight decreased ("weight loss"), chest pain ("chest pain") and weight increased ("weight gain"). In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and incontinence ("incontinence"). In 2011, the patient experienced fatigue ("fatigue"). In 2012, the patient experienced atrial fibrillation (seriousness criterion medically significant), palpitations ("palpitations"), vision blurred ("blurred vision") and syncope ("syncope"). In 2014, the patient experienced dysmenorrhoea ("severe menstrual pain"). In 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), back pain ("severe back pain"), depression ("symptoms of depression / depression"), weight fluctuation ("weight fluctuation"), hot flush ("hot flashes"), feeling cold ("cold flashes"), fibromyalgia ("fibromyalgia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), eczema ("eczema"), rosacea ("rosacea"), psoriasis ("psoriasis"), nausea ("nausea"), uterine mass ("uterine mass"), vaginal discharge ("vaginal discharge") and gastrooesophageal reflux disease ("gerd"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with vicodin (norco), pregabalin (lyrica), naproxen, cyclobenzaprine, oral contraceptive nos, surgery (hysterectomy with bilateral salpingectomy) and surgery (heart surgery). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, back pain, depression, fatigue, arthralgia, menorrhagia, fibromyalgia, female sexual dysfunction, eczema, headache, uterine mass, vaginal discharge, vision blurred, weight decreased, gastrooesophageal reflux disease, alopecia, chest pain and weight increased outcome was unknown, the atrial fibrillation, weight fluctuation, migraine, hot flush, feeling cold, palpitations, nausea and incontinence was resolving and the abdominal pain, dyspareunia, cystitis, urinary tract infection, rosacea, psoriasis, syncope and abdominal pain lower had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, arthralgia, atrial fibrillation, back pain, chest pain, cystitis, depression, dysmenorrhoea, dyspareunia, eczema, fatigue, feeling cold, female sexual dysfunction, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, incontinence, menorrhagia, migraine, nausea, palpitations, pelvic pain, pregnancy with contraceptive device, psoriasis, rosacea, syncope, urinary tract infection, uterine mass, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: plaintiff was treated with epidurals and is on chronic pain management. Per pfs: she did not allege that essure caused birth defects. Excellent placement coils in each fallopian tube, with 3 coils visualized right fallopian tube and 1 one the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: total bilateral ccclusion ultrasound pelvis - on (B)(6) 2008: no evidence of pelvic abnormality is seen quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-aug-2018: quality-safety evaluation of product technical complaint update incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), device dislocation ('tubal wires are appropriately within the tubes extending from the isthmus to the body bilaterally'), pelvic pain ('chronic pain'), abortion spontaneous ('pregnancy (miscarriage)') and atrial fibrillation ('afib') in a 31-year-old female patient who had essure (batch no. 620748) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included asthma, caesarean section, preterm labour (delivered 7.5 month, female 4 lbs 11ounces), neurological disorder nos, violent, glaucoma, tinnitus, bell's palsy, bladder incontinence, uterine mass, heartbeats irregular and hematuria. She had no history of suffering migraines prior to undergoing the implantation of essure. She denies any shooting radicular pattern of the neck or low back pain. She denies weakness due to that. She denies history of falls. The patient denies sexual activity. Previously administered products included for acid reflux: omeprazole. Concurrent conditions included overweight, thyroid nodular, hemorrhoids, post-traumatic stress disorder, dysfunctional uterine bleeding, oligomenorrhea, acute stress disorder, psychological factor affecting medical condition, vaginitis, amenorrhea, vomiting, hemihypoaesthesia, muscle weakness right-sided, allergic rhinitis, constipation, cervicalgia, psychomotor skills impaired, multiple sclerosis, polyneuropathy, difficulty in walking, foot deformity, myalgia, insomnia, endometriosis, mole of skin, scabies, hemiplegia, paralytic ptosis, somatization disorder, neck sprain, fallopian tube obstruction, female infertility, contusion, pain in extremity, de quervain's tenosynovitis, latent tuberculosis, pruritus, somatoform disorder, breast tenderness, amenorrhea, urinary frequency, urinary urgency, dribbling of urine, laryngopharyngeal reflux, nocturia, post coital pain, monocular diplopia, mobility decreased, phonophobia, diarrhea, ear pain, chronic kidney disease, foot drop, dizziness, tachycardia, seizure, blackout, degenerative disc disease, lumbar radicular pain, g6pd deficiency, osteoarthritis, major depression, adenomyosis and paratubal cyst. Concomitant products included budesonide;formoterol fumarate (symbicort), chlorpromazine (thorazine), medroxyprogesterone acetate (depo provera), pseudoephedrine hydrochloride, salbutamol (albuterol) and sumatriptan. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced migraine ("severe migraines"), arthralgia ("joint pain"), headache ("headaches") and abdominal pain lower ("pain cutting feeling on lower right side abdomen"). In (B)(6) 2008, the patient experienced abdominal pain ("severe abdominal pain/"). In 2009, the patient experienced abortion spontaneous (seriousness criterion medically significant) and chest pain ("chest pain") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). In 2010, the patient experienced genital haemorrhage ("heavy bleeding"), dyspareunia ("pain during intercourse"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and incontinence ("incontinence"). In 2011, the patient experienced fatigue ("fatigue"). In 2012, the patient experienced atrial fibrillation (seriousness criterion medically significant), palpitations ("palpitations"), vision blurred ("blurred vision") and syncope ("syncope"). In 2014, the patient experienced dysmenorrhoea ("severe menstrual pain"). In 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), back pain ("severe back pain"), depression ("symptoms of depression / depression"), weight fluctuation ("weight fluctuation"), hot flush ("hot flashes"), feeling cold ("cold flashes"), fibromyalgia ("fibromyalgia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), eczema ("eczema"), rosacea ("rosacea"), psoriasis ("psoriasis"), nausea ("nausea"), uterine mass ("uterine mass"), vaginal discharge ("vaginal discharge"), gastrooesophageal reflux disease ("gerd"), urinary tract disorder ("bladder / urinary problems / changes") and bladder disorder ("bladder / urinary problems / changes"), was found to have a pregnancy with contraceptive device ("pregnancy") and was found to have hormone level abnormal ("hormonal change"). The patient was treated with cyclobenzaprine, hydrocodone bitartrate;paracetamol (norco), naproxen, oral contraceptive nos, pregabalin (lyrica) and surgery (heart surgery and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, back pain, depression, fatigue, arthralgia, menorrhagia, fibromyalgia, female sexual dysfunction, eczema, headache, uterine mass, vaginal discharge, vision blurred, weight decreased, gastrooesophageal reflux disease, alopecia, chest pain, weight increased, hormone level abnormal and urinary tract disorder outcome was unknown, the atrial fibrillation, weight fluctuation, migraine, hot flush, feeling cold, palpitations, nausea and incontinence was resolving and the abdominal pain, dyspareunia, cystitis, urinary tract infection, rosacea, psoriasis, syncope and abdominal pain lower had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, arthralgia, atrial fibrillation, back pain, bladder disorder, chest pain, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, eczema, fatigue, feeling cold, female sexual dysfunction, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, hot flush, incontinence, menorrhagia, migraine, nausea, palpitations, pelvic pain, pregnancy with contraceptive device, psoriasis, rosacea, syncope, urinary tract disorder, urinary tract infection, uterine mass, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: plaintiff was treated with epidurals and is on chronic pain management. Per pfs: she did not allege that essure caused birth defects. Excellent placement coils in each fallopian tube, with 3 coils visualized right fallopian tube and 1 one the left. The patient had "federal discharge". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: results: total bilateral occlusion tubal wires are appropriately within the tubes extending from the isthmus to the body bilaterally. Ultrasound pelvis - on (B)(6) 2008: results: no evidence of pelvic abnormality is seen. Concerning the injuries reported in this case, the following one was confirmed in patient medical records:device dislocation. Most recent follow-up information incorporated above includes: on 17-aug-2020: pif received: events hormonal imbalance and bladder / urinary problems / changes added. Events of genital haemorrhage and pregnancy with contraceptive device downgraded to non-serious. Rcc updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), pelvic pain ("chronic pain"), genital haemorrhage ("heavy bleeding"), pregnancy with contraceptive device ("pregnancy"), abortion spontaneous ("pregnancy (miscarriage)") and atrial fibrillation ("afib") in a 31-year-old female patient (gravida 2, para 1) who had essure (batch no. 620748) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included back pain in 2007, depression in 2007 and abdominal pain in 1996. She had no history of suffering migraines prior to undergoing the implantation of essure. Previously administered products included for acid reflux: omeprazole. Concurrent conditions included overweight, thyroid nodular, hemorrhoids and post-traumatic stress disorder. Concomitant products included budesonide w/formoterol fumarate (symbicort), medroxyprogesterone (depo provera) and salbutamol (albuterol). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain ("severe abdominal pain"). In 2008, the patient experienced migraine ("severe migraines"), arthralgia ("joint pain"), headache ("headaches") and abdominal pain lower ("pain cutting feeling on lower right side abdomen"). In 2009, the patient experienced abortion spontaneous (seriousness criterion medically significant), weight decreased ("weight loss"), chest pain ("chest pain") and weight increased ("weight gain"). In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and incontinence ("incontinence"). In 2011, the patient experienced fatigue ("fatigue"). In 2012, the patient experienced atrial fibrillation (seriousness criterion medically significant), palpitations ("palpitations"), vision blurred ("blurred vision") and syncope ("syncope"). In 2014, the patient experienced dysmenorrhoea ("severe menstrual pain"). In 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), back pain ("severe back pain"), depression ("symptoms of depression / depression"), weight fluctuation ("weight fluctuation"), hot flush ("hot flashes"), feeling cold ("cold flashes"), fibromyalgia ("fibromyalgia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), eczema ("eczema"), rosacea ("rosacea"), psoriasis ("psoriasis"), nausea ("nausea"), uterine mass ("uterine mass"), vaginal discharge ("vaginal discharge") and gastrooesophageal reflux disease ("gerd"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with vicodin (norco), pregabalin (lyrica), naproxen, cyclobenzaprine, oral contraceptive nos, surgery (hysterectomy with bilateral salpingectomy) and surgery (heart surgery). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, back pain, depression, fatigue, arthralgia, menorrhagia, fibromyalgia, female sexual dysfunction, eczema, headache, uterine mass, vaginal discharge, vision blurred, weight decreased, gastrooesophageal reflux disease, alopecia, chest pain and weight increased outcome was unknown, the atrial fibrillation, weight fluctuation, migraine, hot flush, feeling cold, palpitations, nausea and incontinence was resolving and the abdominal pain, dyspareunia, cystitis, urinary tract infection, rosacea, psoriasis, syncope and abdominal pain lower had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, arthralgia, atrial fibrillation, back pain, chest pain, cystitis, depression, dysmenorrhoea, dyspareunia, eczema, fatigue, feeling cold, female sexual dysfunction, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, incontinence, menorrhagia, migraine, nausea, palpitations, pelvic pain, pregnancy with contraceptive device, psoriasis, rosacea, syncope, urinary tract infection, uterine mass, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: plaintiff was treated with epidurals and is on chronic pain management. Per pfs: she did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: total bilateral ccclusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information was added. This case concerns 31 year old patient. Her historical and concurrent conditions were added. Her concomitant medication was added. Abnormal bleeding (menorrhagia), hot flashes, cold flashes, pregnancy (miscarriage/vaginal), fibromyalgia, bladder infection, urinary tract infection, pregnancy with contraceptive device, apareunia (inability to have sexual intercourse), eczema, rosacea, psoriasis, headaches, afib, palpitations, nausea, uterine mass, heart surgery, vaginal discharge, blurred vision, weight loss, gerd, hair loss, syncope, incontinence, chest pain and weight gain. She had recovered form following events: migraines, abdominal pain, cutting feeling on lower right side of abdomen , pity psoriasis, rosacea, syncope. Biadder urinary tract infection, dyspareunia atrial fibrillation, heart palpitations, weight fluctuation. She was recovering form events: incontinence, hot/cold flashes and nausea. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), device dislocation ('tubal wires are appropriately within the tubes extending from the isthmus to the body bilaterally'), pelvic pain ('chronic pain'), abortion spontaneous ('pregnancy (miscarriage)') and atrial fibrillation ('afib') in a 31-year-old female patient who had essure (batch no: 620748) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included asthma, caesarean section, preterm labour (delivered 7.5 month, female 4 lbs 11 ounces), neurological disorder nos, violent, glaucoma, tinnitus, bell's palsy, bladder incontinence, uterine mass, heartbeats irregular, hematuria, multigravida, parity 1, fibromyalgia, blurred vision, depression, syncope, abdominal cramps, convulsions, migraine and post-traumatic stress disorder. She had no history of suffering migraines prior to undergoing the implantation of essure. She denies any shooting radicular pattern of the neck or low back pain. She denies weakness due to that. She denies history of falls. The patient denies sexual activity. Previously administered products included for acid reflux: omeprazole. Concurrent conditions included overweight, thyroid nodular, hemorrhoids, post-traumatic stress disorder, dysfunctional uterine bleeding, oligomenorrhea, acute stress disorder, psychological factor affecting medical condition, vaginitis, amenorrhea, vomiting, hemihypoaesthesia, muscle weakness right-sided, allergic rhinitis, constipation, cervicalgia, psychomotor skills impaired, multiple sclerosis, polyneuropathy, difficulty in walking, foot deformity, myalgia, insomnia, endometriosis, mole of skin, scabies, hemiplegia, paralytic ptosis, somatization disorder, neck sprain, fallopian tube obstruction, female infertility, contusion, pain in extremity, de quervain's tenosynovitis, latent tuberculosis, pruritus, somatoform disorder, breast tenderness, amenorrhea, urinary frequency, urinary urgency, dribbling of urine, laryngopharyngeal reflux, nocturia, post coital pain, monocular diplopia, mobility decreased, phonophobia, diarrhea, ear pain, chronic kidney disease, foot drop, dizziness, tachycardia, seizure, blackout, degenerative disc disease, lumbar radicular pain, g6pd deficiency, osteoarthritis, major depression, adenomyosis and paratubal cyst. Concomitant products included budesonide; formoterol fumarate (symbicort), chlorpromazine (thorazine), medroxyprogesterone acetate (depo provera), medroxyprogesterone acetate (depo provera), pseudoephedrine hydrochloride, salbutamol (albuterol) and sumatriptan. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criterion medically significant), rosacea ("rosacea") and adnexa uteri pain ("right andexal tenderness"). On (B)(6) 2008, the patient experienced the first episode of abdominal pain lower ("severe abdominal pain / cutting feeling on lower right side abdomen") and dyspareunia ("pain during intercourse"). In 2008, the patient experienced headache ("headaches") and the second episode of abdominal pain lower ("pain cutting feeling on lower right side abdomen"). On (B)(6) 2008, the patient experienced depression ("symptoms of depression / depression"), fatigue ("fatigue"), arthralgia ("joint pain") and gastrooesophageal reflux disease ("gerd"). On (B)(6) 2008, the patient experienced nausea ("nausea"). On (B)(6) 2008, the patient experienced eczema ("eczema"), psoriasis ("psoriasis") and rash ("rash"). On (B)(6) 2008, the patient experienced migraine ("severe migraines"). In 2009, the patient experienced abortion spontaneous (seriousness criterion medically significant) and chest pain ("chest pain") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). On (B)(6) 2009, the patient experienced weight fluctuation ("weight fluctuation / weight loss / gain / both"). On (B)(6) 2009, the patient experienced back pain ("severe back pain"). On (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2010, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). In 2010, the patient experienced genital haemorrhage ("heavy bleeding") and incontinence ("incontinence"). On (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2011, the patient experienced hot flush ("hot flashes") and feeling cold ("cold flashes"). In 2012, the patient experienced atrial fibrillation (seriousness criterion medically significant) and palpitations ("palpitations"). On (B)(6) 2012, the patient experienced fibromyalgia ("fibromyalgia") and syncope ("syncope"). On (B)(6) 2012, the patient experienced vision blurred ("blurred vision"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("severe menstrual pain"). On (B)(6) 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), uterine mass ("uterine mass"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("bladder / urinary problems / changes") and bladder disorder ("bladder / urinary problems / changes"), was found to have a pregnancy with contraceptive device ("pregnancy") and was found to have hormone level abnormal ("hormonal change"). The patient was treated with cyclobenzaprine, hydrocodone bitartrate;paracetamol (norco), naproxen, oral contraceptive nos, pregabalin (lyrica) and surgery (heart surgery and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, back pain, depression, fatigue, arthralgia, menorrhagia, fibromyalgia, female sexual dysfunction, eczema, headache, uterine mass, vaginal discharge, vision blurred, weight decreased, gastrooesophageal reflux disease, alopecia, chest pain, weight increased, hormone level abnormal, urinary tract disorder, adnexa uteri pain and rash outcome was unknown, the atrial fibrillation, weight fluctuation, migraine, hot flush, feeling cold, palpitations, nausea and incontinence was resolving and the dyspareunia, cystitis, urinary tract infection, rosacea, psoriasis, syncope and the last episode of abdominal pain lower had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, adnexa uteri pain, alopecia, arthralgia, atrial fibrillation, back pain, bladder disorder, chest pain, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, eczema, fatigue, feeling cold, female sexual dysfunction, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, hot flush, incontinence, menorrhagia, migraine, nausea, palpitations, pelvic pain, pregnancy with contraceptive device, psoriasis, rash, rosacea, syncope, urinary tract disorder, urinary tract infection, uterine mass, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, weight decreased, weight fluctuation, weight increased, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: plaintiff was treated with epidurals and is on chronic pain management. Per pfs: she did not allege that essure caused birth defects. Excellent placement coils in each fallopian tube, with 3 coils visualized right fallopian tube and 1 one the left. The patient had "federal discharge". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram: on (B)(6) 2008: results: total bilateral ccclusion tubal wires are appropriately within the tubes extending from the isthmus to the body bilaterally. Ultrasound pelvis: on (B)(6) 2008: results: no evidence of pelvic abnormality is seen. Concerning the injuries reported in this case, the following one was confirmed in patient medical records:device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2020: plaintiff fact sheet received. Product information details updated. Other relevant history updated. Events: right adnexal tenderness, rash were newly added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), device dislocation ('tubal wires are appropriately within the tubes extending from the isthmus to the body bilaterally'), pelvic pain ('chronic pain'), abortion spontaneous ('pregnancy (miscarriage)') and atrial fibrillation ('afib') in a 31-year-old female patient who had essure (batch no. 620748) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included asthma, caesarean section, preterm labour (delivered 7.5 month, female 4 lbs 11ounces), neurological disorder nos, violent, glaucoma, tinnitus, bell's palsy, bladder incontinence, uterine mass, heartbeats irregular and hematuria. She had no history of suffering migraines prior to undergoing the implantation of essure. She denies any shooting radicular pattern of the neck or low back pain. She denies weakness due to that. She denies history of falls. The patient denies sexual activity. Previously administered products included for acid reflux: omeprazole. Concurrent conditions included overweight, thyroid nodular, hemorrhoids, post-traumatic stress disorder, dysfunctional uterine bleeding, oligomenorrhea, acute stress disorder, psychological factor affecting medical condition, vaginitis, amenorrhea, vomiting, hemihypoaesthesia, muscle weakness right-sided, allergic rhinitis, constipation, cervicalgia, psychomotor skills impaired, multiple sclerosis, polyneuropathy, difficulty in walking, foot deformity, myalgia, insomnia, endometriosis, mole of skin, scabies, hemiplegia, paralytic ptosis, somatization disorder, neck sprain, fallopian tube obstruction, female infertility, contusion, pain in extremity, de quervain's tenosynovitis, latent tuberculosis, pruritus, somatoform disorder, breast tenderness, amenorrhea, urinary frequency, urinary urgency, dribbling of urine, laryngopharyngeal reflux, nocturia, post coital pain, monocular diplopia, mobility decreased, phonophobia, diarrhea, ear pain, chronic kidney disease, foot drop, dizziness, tachycardia, seizure, blackout, degenerative disc disease, lumbar radicular pain, g6pd deficiency, osteoarthritis, major depression, adenomyosis and paratubal cyst. Concomitant products included budesonide;formoterol fumarate (symbicort), chlorpromazine (thorazine), medroxyprogesterone acetate (depo provera), pseudoephedrine hydrochloride, salbutamol (albuterol) and sumatriptan. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced migraine ("severe migraines"), arthralgia ("joint pain"), headache ("headaches") and abdominal pain lower ("pain cutting feeling on lower right side abdomen"). In (B)(6) 2008, the patient experienced abdominal pain ("severe abdominal pain/"). In 2009, the patient experienced abortion spontaneous (seriousness criterion medically significant) and chest pain ("chest pain") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). In 2010, the patient experienced genital haemorrhage ("heavy bleeding"), dyspareunia ("pain during intercourse"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and incontinence ("incontinence"). In 2011, the patient experienced fatigue ("fatigue"). In 2012, the patient experienced atrial fibrillation (seriousness criterion medically significant), palpitations ("palpitations"), vision blurred ("blurred vision") and syncope ("syncope"). In 2014, the patient experienced dysmenorrhoea ("severe menstrual pain"). In 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), back pain ("severe back pain"), depression ("symptoms of depression / depression"), weight fluctuation ("weight fluctuation"), hot flush ("hot flashes"), feeling cold ("cold flashes"), fibromyalgia ("fibromyalgia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), eczema ("eczema"), rosacea ("rosacea"), psoriasis ("psoriasis"), nausea ("nausea"), uterine mass ("uterine mass"), vaginal discharge ("vaginal discharge"), gastrooesophageal reflux disease ("gerd"), urinary tract disorder ("bladder / urinary problems / changes") and bladder disorder ("bladder / urinary problems / changes"), was found to have a pregnancy with contraceptive device ("pregnancy") and was found to have hormone level abnormal ("hormonal change"). The patient was treated with cyclobenzaprine, hydrocodone bitartrate;paracetamol (norco), naproxen, oral contraceptive nos, pregabalin (lyrica) and surgery (heart surgery and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, back pain, depression, fatigue, arthralgia, menorrhagia, fibromyalgia, female sexual dysfunction, eczema, headache, uterine mass, vaginal discharge, vision blurred, weight decreased, gastrooesophageal reflux disease, alopecia, chest pain, weight increased, hormone level abnormal and urinary tract disorder outcome was unknown, the atrial fibrillation, weight fluctuation, migraine, hot flush, feeling cold, palpitations, nausea and incontinence was resolving and the abdominal pain, dyspareunia, cystitis, urinary tract infection, rosacea, psoriasis, syncope and abdominal pain lower had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, arthralgia, atrial fibrillation, back pain, bladder disorder, chest pain, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, eczema, fatigue, feeling cold, female sexual dysfunction, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, hot flush, incontinence, menorrhagia, migraine, nausea, palpitations, pelvic pain, pregnancy with contraceptive device, psoriasis, rosacea, syncope, urinary tract disorder, urinary tract infection, uterine mass, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: plaintiff was treated with epidurals and is on chronic pain management. Per pfs: she did not allege that essure caused birth defects. Excellent placement coils in each fallopian tube, with 3 coils visualized right fallopian tube and 1 one the left. The patient had "federal discharge". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: results: total bilateral ccclusion. Tubal wires are appropriately within the tubes extending from the isthmus to the body bilaterally. Ultrasound pelvis - on (B)(6) 2008: results: no evidence of pelvic abnormality is seen. Concerning the injuries reported in this case, the following one was confirmed in patient medical records:device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), device dislocation ('tubal wires are appropriately within the tubes extending from the isthmus to the body bilaterally') and atrial fibrillation ('afib') in a 31-year-old female patient who had essure (batch no. 620748) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included asthma, caesarean section, preterm labour (delivered 7.5 month, female 4 lbs 11ounces), neurological disorder nos, violent, glaucoma, tinnitus, bell's palsy, bladder incontinence, uterine mass, heartbeats irregular, hematuria, multigravida, parity 1, fibromyalgia, blurred vision, depression, syncope, abdominal cramps, convulsions, migraine and post-traumatic stress disorder. She had no history of suffering migraines prior to undergoing the implantation of essure. She denies any shooting radicular pattern of the neck or low back pain. She denies weakness due to that. She denies history of falls. The patient denies sexual activity. Previously administered products included for acid reflux: omeprazole. Concurrent conditions included overweight, thyroid nodular, hemorrhoids, post-traumatic stress disorder, dysfunctional uterine bleeding, oligomenorrhea, acute stress disorder, psychological factor affecting medical condition, vaginitis, amenorrhea, vomiting, hemihypoaesthesia, muscle weakness right-sided, allergic rhinitis, constipation, cervicalgia, psychomotor skills impaired, multiple sclerosis, polyneuropathy, difficulty in walking, foot deformity, myalgia, insomnia, endometriosis, mole of skin, scabies, hemiplegia, paralytic ptosis, somatization disorder, neck sprain, fallopian tube obstruction, female infertility, contusion, pain in extremity, de quervain's tenosynovitis, latent tuberculosis, pruritus, somatoform disorder, breast tenderness, amenorrhea, urinary frequency, urinary urgency, dribbling of urine, laryngopharyngeal reflux, nocturia, post coital pain, monocular diplopia, mobility decreased, phonophobia, diarrhea, ear pain, chronic kidney disease, foot drop, dizziness, tachycardia, seizure, blackout, degenerative disc disease, lumbar radicular pain, g6pd deficiency, osteoarthritis, major depression, adenomyosis and paratubal cyst. Concomitant products included budesonide;formoterol fumarate (symbicort), chlorpromazine (thorazine), medroxyprogesterone acetate (depo provera), medroxyprogesterone acetate (depo provera), pseudoephedrine hydrochloride, salbutamol (albuterol) and sumatriptan. In (B)(6) 2008, the patient experienced pelvic pain ("chronic pain"), rosacea ("rosacea"), adnexa uteri pain ("right andexal tenderness") and vulvovaginal pain ("pain: vaginal pain"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced the first episode of abdominal pain lower ("severe abdominal pain/ cutting feeling on lower right side abdomen") and dyspareunia ("pain during intercourse"). In 2008, the patient experienced headache ("headaches") and the second episode of abdominal pain lower ("pain cutting feeling on lower right side abdomen"). In (B)(6) 2008, the patient experienced depression ("symptoms of depression / depression"), fatigue ("fatigue"), arthralgia ("joint pain") and gastrooesophageal reflux disease ("gerd"). In (B)(6) 2008, the patient experienced nausea ("nausea"). In (B)(6) 2008, the patient experienced eczema ("eczema"), psoriasis ("psoriasis") and rash ("rash"). In (B)(6) 2008, the patient experienced migraine ("severe migraines"). In 2009, the patient experienced abortion spontaneous ("pregnancy (miscarriage)") and chest pain ("chest pain") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). In (B)(6) 2009, the patient experienced weight fluctuation ("weight fluctuation/ weight loss/gain/both"). In (B)(6) 2009, the patient experienced back pain ("severe back pain"). In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). In 2010, the patient experienced genital haemorrhage ("heavy bleeding") and incontinence ("incontinence"). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2011, the patient experienced hot flush ("hot flashes") and feeling cold ("cold flashes"). In 2012, the patient experienced atrial fibrillation (seriousness criterion medically significant) and palpitations ("palpitations"). In (B)(6) 2012, the patient experienced fibromyalgia ("fibromyalgia") and syncope ("syncope"). In (B)(6) 2012, the patient experienced vision blurred ("blurred vision"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("severe menstrual pain"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), uterine mass ("uterine mass"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("bladder / urinary problems / changes") and bladder disorder ("bladder / urinary problems / changes"), was found to have a pregnancy with contraceptive device ("pregnancy") and was found to have hormone level abnormal ("hormonal change"). The patient was treated with cyclobenzaprine, hydrocodone bitartrate;paracetamol (norco), naproxen, oral contraceptive nos, pregabalin (lyrica) and surgery (heart surgery and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, back pain, depression, fatigue, arthralgia, menorrhagia, fibromyalgia, female sexual dysfunction, eczema, headache, uterine mass, vaginal discharge, vision blurred, weight decreased, gastrooesophageal reflux disease, alopecia, chest pain, weight increased, hormone level abnormal, urinary tract disorder, adnexa uteri pain, rash and vulvovaginal pain outcome was unknown, the atrial fibrillation, weight fluctuation, migraine, hot flush, feeling cold, palpitations, nausea and incontinence was resolving and the dyspareunia, cystitis, urinary tract infection, rosacea, psoriasis, syncope and the last episode of abdominal pain lower had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, adnexa uteri pain, alopecia, arthralgia, atrial fibrillation, back pain, bladder disorder, chest pain, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, eczema, fatigue, feeling cold, female sexual dysfunction, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, hot flush, incontinence, menorrhagia, migraine, nausea, palpitations, pelvic pain, pregnancy with contraceptive device, psoriasis, rash, rosacea, syncope, urinary tract disorder, urinary tract infection, uterine mass, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain, weight decreased, weight fluctuation, weight increased, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: plaintiff was treated with epidurals and is on chronic pain management. Per pfs: she did not allege that essure caused birth defects. Excellent placement coils in each fallopian tube, with 3 coils visualized right fallopian tube and 1 one the left. The patient had "federal discharge". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: results: total bilateral ccclusion tubal wires are appropriately within the tubes extending from the isthmus to the body bilaterally. Ultrasound pelvis - on (B)(6) 2008: results: no evidence of pelvic abnormality is seen. Concerning the injuries reported in this case, the following one was confirmed in patient medical records:device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-nov-2020: pfs received. Event "pain "vaginal pain" was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), pelvic pain ("chronic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she had no history of suffering migraines prior to undergoing the implantation of essure. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), depression ("symptoms of depression / depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuation"), dyspareunia ("pain during intercourse"), migraine ("severe migraines") and arthralgia ("joint pain"). The patient was treated with vicodin (norco), pregabalin (lyrica), naproxen, cyclobenzaprine, contraceptives nos and surgery (removal of essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, depression, fatigue, weight fluctuation, dyspareunia, migraine and arthralgia outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, pelvic pain, perforation and weight fluctuation to be related to essure. The reporter commented: plaintiff was treated with epidurals and is on chronic pain management. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: fallopian tube were fully occluded company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.